Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: based on the pdf, it looks like the customer reported that the wire was protruding after cleaning. The images within the document are not of the customer¿s instrument; rather, the distal end was circled to show that the wire was broken within that area. We will need to wait for the RMA unless there are more images to review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a maryland bipolar forceps instrument was burnt. The procedure was completing as planned with no reported injury.